Event description:
It was reported that during an unknown procedure: ¿staple loads stopped being able to be loaded, making it un-openable.¿ it is unknown if there were any patient consequences.

Manufacturer narrative:
(B)(4) date sent: 2/6/2024 d4: batch # unk additional information was requested and the following was obtained: please explain in detail what was the issue with the device. Did the device deliver any staples? Staple loads stopped being able to be loaded, making it unopenable if yes, were the staples formed properly? No if yes, was the staple line complete? Unknown did the device cut? Unknown if yes, was the cut line complete? Unknown if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Unknown was there any difficulty opening the device? Yes, was not able to open if yes, how was the device removed from the patient? Unknown if yes, did the jaws eventually open? Unknown is the current patient status known? No issues at this time was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No a manufacturing record evaluation was performed for the finished psee60a, with lot/batch number a9ef9m, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/27/2024. Additional information was requested and the following was obtained: please explain in detail what was the issue with the device. Did the device deliver any staples? Staple loads stopped being able to be loaded, making it unopenable if yes, were the staples formed properly? No if yes, was the staple line complete? Unknown did the device cut? Unknown if yes, was the cut line complete? Unknown if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Unknown was there any difficulty opening the device? Yes, was not able to open if yes, how was the device removed from the patient? Unknown if yes, did the jaws eventually open? Unknown is the current patient status known? No issues at this time was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No.

Manufacturer narrative:
(B)(4). Date sent: 2/28/2024. D4: batch # 733c24. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and no reload present, only the pan inside the channel. The pan was removed and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties noted during the functional testing, the device opened and closed as expected. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. Although no conclusion could be reach on the cause of the reported event of "would not open", the instructions for use do contain the following caution: to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. If the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the home position. The position of the knife can be determined by observing the knife blade indicator under the cartridge jaw. If the knife blade indicator is not in the home position or the position of the knife cannot be determined, slide the knife return switch to activate the motor and return the knife to home position. Try opening the jaws again using the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger upward (away from the handle) until both firing and closing triggers return to their original positions. Device history review: a manufacturing record evaluation was performed for the finished device batch number 733c24, and no non-conformances were identified.